Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their product had over delivered several times in the past weeks during boluses. The customer¿s blood glucose level was 60 mg/dl at the time of one of the incidents. The customer was dropping low and taking a lot of effort to get back up. The customer stated the pump was over delivering despite the numbers on the pump screen of how much insulin was delivered. Troubleshooting was not completed as the customer declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.